Event description:
During a follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Provocative testing was performed and the noise was reproduced. Lead insulation damage was suspected to be the cause of the event. Diagnostic imaging was performed but no anomalies were observed. During a revision procedure, the rv lead was capped and replaced to resolve the event. The patient is stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.